Event description:
It was reported that during the implant procedure the left ventricular (lv) lead was attempted, but not implanted because no canulation of the cs (coronary sinus) was achieved. The lead was removed and the physician then decided to downgrade the system to a dual chamber pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.